Event description:
It was reported that during the implant procedure, there was loss of capture when the pulse generator was connected to the ventricualr lead. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.